Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a biopsy, the device was allegedly difficult to prime and fired prematurely when a needle was loaded. Reportedly, the procedure was performed with another device. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was sent directly to the manufacturing site (lavelle) for service and repair. Deterioration was observed. Functional/performance evaluation: per the service and repair evaluation, it was found that the device would not prime. Upon further examination it was noted that deterioration had deformed the cocking slide and sleds, preventing the device from priming. It is likely that the deterioration of the cocking slide and sleds contributed to the priming issues; however, based on the available information, the definitive root cause for the reported event could not be determined. The device was repaired, cleaned, lubricated, tested, and returned to the customer. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for failure to prime, as the device failed to prime during functional testing. However; the investigation is inconclusive for self-activation, as functional testing could not be completed due to the priming issues. Per the service and repair evaluation, it was found that the cocking slide and sleds were deteriorated. It is likely that the deterioration of the cocking slide and sleds contributed to the priming issues; however, based on the available information, the definitive root cause for the reported event could not be determined. Labeling review: the current magnum reusable biopsy equipment IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a biopsy, the device was allegedly difficult to prime and fired prematurely when a needle was loaded. Reportedly, the procedure was performed with another device. There was no reported patient involvement.